Event description:
It was reported by the rep that when the device was used during an unknown procedure, it delivered an incomplete staple line. Another device was pulled to complete the case. There was no consequence to the patient.